Manufacturer narrative:
This is a summary report for lot# 18b022 and 18e027. One single-use device was received for evaluation. Visual inspection revealed that the bladder was ruptured. Microscopic inspection was performed to identify any issues that could have caused the rupture. No signs of abnormality were observed. The reported condition was verified. The cause of the condition was not determined. A nonconformance has been opened to address this issue. A batch review was conducted for lot numbers 18b022 and 18e027 and there were no deviations found related to this reported condition during the manufacture of either lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
This report summarizes <noe> 4 </noe> malfunction events. It was reported that the bladders of four (4) small volume infusors ruptured during fill. No patients were involved. No additional information is available.

Manufacturer narrative:
Additional information : two additional single-use samples were received for evaluation. Visual inspection revealed that the bladders of both devices were ruptured. Microscopic inspection was performed to identify any issues that could have caused the ruptures. No signs of abnormality were observed. The reported condition was verified. The cause of the condition was not determined. A nonconformance has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.